Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. The device failed to communicate. Further analysis was not performed.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable pre and post-procedure.